Manufacturer narrative:
Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. After communicating with the customer, the service representative learned that the actual issue that was experienced was the bubble sensor displayed 1/4", 3/8" and a yellow triangle at various points during a 5-day case. The service representative learned that the customer reset power to the s5 system, but it did not resolve the issue. The bubble module was then removed from the e/p pack and re-seated and the bubble sensor was opened and closed, but the issue persisted. The field service representative was unable to reproduce the reported issue during functional testing. The bubble sensor and the bubble module were replaced as a precaution and the system software was updated. Subsequent testing of the system was carried out without issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the s3 bubble detector turned on and off intermittently during a procedure. There was no report of patient injury.